Event description:
It was reported that; the surgeon positioned the implant and when beginning to expand it he reported hearing two clicks and loss of resistance on the syringe. Issue was noticed when attempting to expand the implant. We removed the implants and replaced it with a new one.

Manufacturer narrative:
Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Functional test was performed on the returned devices and no leakage or pressure loss was noticed. The implant was attached to a tl inserter, tubing set, and a syringe. The syringe was filled with water. Two attempts were made to expand and collapse the implant and the implant expanded as intended. Both devices are deemed functional. The reported event cannot be confirmed as both returned devices were determined to be functional.

Event description:
It was reported that; the surgeon positioned the implant and when beginning to expand it he reported hearing two clicks and loss of resistance on the syringe. Issue was noticed when attempting to expand the implant. We removed the implants and replaced it with a new one.